Event description:
It was reported that the patient called stating "I got my device in last year and I can feel it beating, almost feels like it's jumping out of my chest, but it works very good. Now it has stopped. I stopped feeling it yesterday and I'm very concerned." Follow up attempt at the clinic to gather information about the event was unsuccessful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.